Event description:
It was reported that high thresholds were observed with the left ventricular (lv) lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 0155 boston scientific lead implanted 2000-(B)(6); d314trg ICD implanted 2014-(B)(6). (B)(4).